Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960 and serial # (B)(6). Problem statement: customer reported complaint of the spray of fluid not contained within the instrument under pressure as well as a leak at the bottom of the wet cart. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 04mar2020 to 04mar2021. Complaint trend: there are 4 complaints related to the issue of a leak at the bottom of the instrument; date range from 04mar2020 to 04mar2021. Manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6), file # 338961-338960-v33896101642-900305179-11, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage and spray of fluid not contained within the instrument was due to a worn sheath filter. The fse (field service engineer) found the leakage to be from the sheath filter and fixed the leaking fittings and tubing, installed tie wraps, and replaced the sheath filter. No parts were requested for evaluation as the replaced parts were not returnable and were discarded. After the repair the instrument was tested and performing as expected. Although a spray of fluid can pose a risk of injury to the customer, the spray is not at a level that would significantly increase the risk of exposure and it was confirmed that the leaked fluid was sheath and had no risk of contamination. The customer also did not come in contact with the fluid so no one was harmed due to the issue. The results of captured during the incident contained patient samples but the results of these tests were not used due to the leakage and thus did not harm the patient in any way. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: 01820433, case # 01283113 install date: 11aug2011 defective part number: 642160 - barb insr assembly 1/4-28ftg.17 barb ppl 336971 - filter 0.45um 3/16in1/4in barbs 50mm ppl work order notes: o subject / reported: leak under wetcart o problem description: call found puddle under wetcart o work performed: fixed leaky fittings; cut tubing and installed new fittings and used tie wraps. Replaces sheath filter too. O cause: leaky sheath filter o solution: leaky sheath filter returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and were discarded. Risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿9¿ based on the previous scale rating. This rating is equivalent to ¿s3¿ in sop6078-02¿rev. 12/vers. J, whereby the leakage is minimal and does not come into contact with the customer and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? ¿yes ¿no o item: 4. Quick disconnect o function: 4.1 connects tubing to filters and fluid tanks o potential failure mode: 4.1.2 not connected o potential effect(s) of failure: 4.1.2.1 sheath line not connected to instrument or wet cart o potential cause(s)/mechanism(s) of failure: pressure build up in line to sheath pump. Line pops off pump and leaks fluid inside wet cart. O current controls: user observation of leak o recommended actions: 1. Install bypass regulator to limit pressure. 2. Replace knf pump by hargraves pump. O severity: 8 o occurrence: 4 o detection: 1 o rpn: 32 o item: 6. Waste o function: 6.1 contain waste o potential failure mode: 6.1.1 waste not contained o potential effect(s) of failure: 6.1.1.1 biohazards o potential cause(s)/mechanism(s) of failure: 6.1.1.1.1 pressure buildup o current controls: vent on lid o recommended actions: 1. Add filter. 2. Pressure sensor for backpressure o severity: 9 o occurrence: 2 o detection: 1 o rpn: 18 mitigation(s) sufficient ¿yes ¿no root cause: based on the investigation results the root cause of the leakage and spray of fluid not contained within the instrument was due to worn sheath filter. Conclusion: based on the investigation results, the root cause of the leakage and spray of fluid not contained within the instrument was due to a worn sheath filter. The fse fixed the leaking sheath fittings, cut tubings, and replaced the sheath filter. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to customer health or safety. See h10.

Event description:
It was reported that fluid sprayed outside of instrument with a bd facscanto¿ ii flow cytometer. There was no patient or user impact. The following information was provided by the initial reporter: it was reported that there is a leak under the wetcart. 1. Was the leak liquid or air? Liquid 2. Was the leak contained within the instrument? Not contained 3. Was there spray of fluid under pressure? Yes 4. What was the fluid that leaked? Non biohazard 5. Did biohazard leak before or after waste line? Before waste line 6. Was the waste mixed with decontaminate/bleach? No 7. Was the customer/ bd personnel physically in contact with the fluid? No 8. Where did the physical contact of fluid occur? No sheath only, no contact 10. Was there any impact to patient samples due to leak? No 12. What is the current medical status? Fixed leak new tubing.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fluid sprayed outside of instrument with a bd facscanto¿ ii flow cytometer. There was no patient or user impact. The following information was provided by the initial reporter: it was reported that there is a leak under the wetcart. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? Yes. What was the fluid that leaked? Non biohazard. Did biohazard leak before or after waste line? Before waste line. Was the waste mixed with decontaminate/bleach? No. Was the customer/ bd personnel physically in contact with the fluid? No. Where did the physical contact of fluid occur? No sheath only, no contact. Was there any impact to patient samples due to leak? No. What is the current medical status? Fixed leak new tubing.